Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 30ml ll s/c 56, luer cracked. The following was provided by the initial reporter: it was reported that on 11jun2026, during batch processing, a broken pin is observed for the 30ml syringe, luer-lok. The luer lock 30ml syringe used for the filling of the fp bag 1 broke into the stopcock used at the end of the filling (performed with the concerned syringe). At that time the stopcock was in closed position towards the syringe. The issue occurred upon syringe disconnection after fp1 filling.